Manufacturer narrative:
Animas has conducted a review of the device history record for this pump on (B)(6) 2011 and confirmed that it was operating within required specifications at the time of release.

Event description:
A family member reported that on (B)(6) 2011 the patient experienced a blood glucose (bg) of 1200 mg/dl. He stated that the patient was admitted to the intensive care unit (ICU) with a diagnosis of diabetic ketoacidosis. The family member stated that the patient was removed from the pump in the ICU and was placed on an insulin drip. He reported that the patient's bg was last within normal range (around 140 mg/dl) on (B)(6) 2011. The family member reported that the pump had been rebooting without user intervention. A review of the pump history indicated that rebooting occurred multiple times on (B)(6) 2011, (B)(6) 2011, and (B)(6) 2011. The family member stated that the battery cap threads and the battery compartment threads were stripped. He stated that the battery cap was original to the pump from (B)(6) 2010. The family member reported that the date and time on the pump was resetting to factory default settings upon rebooting. He noted that there was a knot in the infusion set tubing, but could not confirm if that issue affected insulin delivery. This report is being made based on the allegation that the patient experienced dka while using the pump.

Manufacturer narrative:
(B)(6). The family member noted that the battery cap and battery compartment were both damaged. The alleged malfunction is not likely to cause an adverse event. The issue is generally obvious and detectable by the user. Therefore the detectable flaw may prevent the user from continuing use of the device or cause a condition that makes continued use of the device impossible. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. The user guide recommends that the user change the battery cap every six months. The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump was evaluated by product analysis on (B)(4) 2011 with the following findings: rebooting was observed in the black box. No alarms related to the complaint were found in the alarm history. No damage was found to the battery compartment; the battery cap was found to be stripped. The battery cap failed to maintain an electrical connection and rebooting was observed. A test battery cap was used for the remainder of testing. The pump was exercised for 24 hours without interruptions. A 29 hour flow accuracy test was conducted and the pump was found to be delivering accurately. Unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed time/date upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.